Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported the lead had a spike in the impedance measurement that correlated with cross talk and loss of capture in the right ventricle. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.